Manufacturer narrative:
Additional information received from the facility and updated in this report: lead information. It is also now known that the injury occurred during extraction of the rv lead.

Event description:
This was a left-sided lead extraction procedure to remove two non-functional cardiac leads. The leads were prepped with lead locking devices and glidelight laser sheaths were used to extract (14f and 16f). During the extraction, the patient went into shock. A sternotomy was performed and an injury to the svc was discovered. Unfortunately, measures to save the patient were unsuccessful and the patient did not survive. It was noted by the physician that the glidelight performed as intended. The separation of the lead from the surrounding tissue is what caused the lethal svc tear. Details surrounding the event are being pursued. If more information is made available, a follow-up report will be sent.